Event description:
It was reported that after the new implantable neurostimulator (ins) was attached to the old lead an impedance check was run with multiple errors. The surgeon made the decision to change the lead, so the ins set screws were loosened and the old lead was removed. There was some resistance removing the old lead from the new ins. The surgeon then replaced the lead and attempted to connect the ins. The surgeon was unable to do this as the set screw was possibly ¿off track¿ and no longer in position to re-engage. It was possible that the surgeon over-loosened the set screw. After ten to fifteen minutes of attempting to set the screw, a decision was made to open a new ins.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot# v263407, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far. The #1 balseal connector within the connector port was damaged. Circuits 1-3 were shorted due to the damaged balseal.